Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and performed troubleshooting. Siemens noted that signal errors occurred during the sample testing. A siemens customer service engineer (cse) was dispatched to the customer site and completed the following services on the advia centaur xpt instrument: ran daily cleaning and quality control (qc) testing and monitored the instrument performance. Retrieved instrument data for investigation. Decontaminated the water lines and replaced the degasser and water filter, acid and base probes, pumps, 2-way teflon valves, tubing, and fittings. Replaced the fluid manifold wash 1 fittings and ran daily cleaning and background (dry, wet water, wet wash1) tests. The results were acceptable. Instructed the customer to run calibrators and controls. The customer noted that results were within range and with good precision. The instrument was verified and operational. Siemens performed a follow-up, and the customer noted no further issue post-service visits. The cause of the discordant result is unknown. The instrument is performing as expected, and within specifications. No further evaluation of the device was required.

Event description:
A discordant falsely depressed prostate-specific antigen (psa) result was obtained, for one patient sample, on an advia centaur xpt instrument. The customer reported the result to the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeat results were higher, and the customer issued a corrected report. There are no reports of patient intervention, or adverse health consequences due to the falsely depressed psa result.